Manufacturer narrative:
The device was received by (B)(4). Reliability engineering evaluated the device, and the reported problem was confirmed for the device. The bearings of the device were worn and damaged, and would not allow cutter insertion. This condition was likely due to normal wear out over time, but may have been exacerbated by ineffective cleaning and maintenance. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the cutter could not be inserted into the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.